Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aorta aneurysm. It was reported that during index procedure after the contra limb was deployed and the top cap had deployed the bare stent, the delivery system was bumped caudally and that acted to inadvertently deploy the remainder of the ipsilateral limb. The exposed (fully deployed) ipsilateral limb was inadvertently cannulated instead of the contralateral gate. All of the appropriate confirmations of contra gate cannulation were done (spin pig tail and hand contrast injection thru the pig tail) and they confirmed that the catheter was indeed in the common channel of the graft. The doctor measured with the marker pig tail the length to the left (contra) hypo and a 16-16-124 limb was selected and deployed. At that time it was noticed that the alignment was off and that the limb was not in the contra gate but in the ipsilateral limb. The main body delivery system was removed without incident or damage to the ipsilateral limb seal zone. The contralateral gate was then cannulated and a limb was placed and the case was completed successfully after aptus endoanchors were used in the proximal aortic neck. There was no adverse effect on the patient. Only that the intended contra side (left) now has the ipsilateral limb and the ipsilateral side (right) has the contra gate. Instead of a cross limb deployment we ended with a standard orientation. The physician does not know the cause of the event. No clinical sequelae were reported and the patient is fine.